Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that noise was observed on both the right atrial (ra) and right ventricular (rv) channels. The involved leads were both non-boston scientific products. Technical services was consulted. Upon review, a stored signal artifact monitor (sam) episode was found due to oversensing of the minute ventilation (mv) feature signals on the right atrial channel. Lead impedances were within range during the episode. Over the past year, impedance measurements on both lead have been variable. In addition, the rv lead has been exhibiting high, but stable threshold measurements. Technical services recommended troubleshooting and programming options. Subsequently, the device was reprogrammed. The pacemaker system remains in service. No adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.